Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance during initial drain of apd therapy. Hp reportedly was not draining, however pt had not received any alarms. While technician was assisting hp in troubleshooting the situation, hp reportedly had disconnected the pt line of the homechoice set from the transfer set, opened the clamp and drained directly into a bucket without any problem and then reconnected. The procedure for disconnecting was not followed by the hp. The tsc assisted the hp in ending therapy and hp was advised to restart with new supplies and contact the nurse. Therapy was resumed with new supplies and completed without incident. No pt incident. No pt injury or medical intervention per hp.